Event description:
It was reported that the device exhibited b30 error-scope communication message. The issue occurred during preparation for use. There was no patient involvement reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. The reported issue was able to be duplicated. Inspection found a faulty cable unit. The tip of the video connector was found to be broken/cracked. Based on evaluation findings the reported failure was identified to be attributed to a faulty cable. The cause of the faulty cable was attributed to electrical component failure. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and customer response and updates. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, the phenomenon was attributed to user¿s handling. The user might have applied excessive force to the cable, e.g. Twisted, b30 error was indicated with cable damage. The following description was found in the instruction manual. Following this could prevent the phenomenon to occur. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately do not strike the camera head. The camera head may be damaged. Olympus will continue to monitor complaints for this device.

Event description:
Further communication with the customer conveyed the following information: see below updates regarding the event reported : the issue occurred in preparation for a cystoscopy procedure, patient was not in the room yet. The device was replaced with another camera with model ch-5190-x2 . Intended procedure was completed. No other details provided.